Event description:
I had essure from bayer implanted mid 2009. I had symptoms of back pain, heavy menstrual cycle's, foot pain, abdominal pain and bloating along with others. I had a salpingectomy in (B)(6) 2018 and a hysterectomy (B)(6)2018 due to essure permanent birth control.